Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During the procedure, the clip failed to deploy. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter block h11: investigation results the resolution 360 clip was not returned for analysis. The device was disposed; therefore, a technical analysis could not be performed. Based on the available information the most probable cause of the reported issue cannot be established. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.